Event description:
A report was received from the registry indicating at a female patient was admitted into the hospital for ongoing chest pain approximately two weeks after stent implantation of a 2.75x13mm cypher stent in the mid left anterior descending artery. The patient's cardiac enzymes stayed negative, troponine was <0.03ug/1, and there was no ECG changes or chest pain during hospitalization. In 2008, the patient was re-hospitalized with significant stenosis in the distal lad just below the previously implanted cypher stent in the mid lad. The previously implanted stent was open, but the patient required CABG on the following month.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.